Event description:
During a laparoscopic hernia repair procedure, the instrument broke during reloading. The surgeon used another one. The hospital reported that no patient injury had occurred.

Manufacturer narrative:
6/3/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. As the broken component was not returned for evaluation co could not reliably determine the exact cause for the difficulty reported.